Manufacturer narrative:
FDA notified? The initial reporter also notified the FDA via medwatch # mw5106981. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd insyte¿ autoguard¿ shielded IV catheter was found split apart when removing it from the vein. The following information was provided by the initial reporter: "she began to remove the catheter and noticed the catheter had split from the needle in the shape of y."

Manufacturer narrative:
Investigation summary: since no samples displaying the condition reported were available for examination, we were unable to fully investigate this incident. A device history record review showed no non-conformances associated with this issue during the production of this batch. H3 other text : see h10.

Event description:
It was reported that the bd insyte¿ autoguard¿ shielded IV catheter was found split apart when removing it from the vein. The following information was provided by the initial reporter: "she began to remove the catheter and noticed the catheter had split from the needle in the shape of y.".